Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye (os) on (B) (6) 2007. The lens was explanted on (B) (6) 2010 due to low vaulting. The icl was exchanged for a longer lens. Pt's bscva was 20/20.

Manufacturer narrative:
(B) (4) - secondary surgery, low. (B) (4).